Event description:
It was reported that during assembly of equipment by scrub technician and prior to procedure, the reciprocating saw ejected from the battery hand piece when the trigger was pressed. It was also reported by the company representative, who was present at the time of the event, that the hand piece was in drill/ream mode rather than saw mode. No injury was reported from the event. This is 1 of 2 reports.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.